Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torquing sfx x-connectors the x20 drivers both stripped. We tried two torque handles at 66 lbs thinking these old torques fell out of calibration as surgeon felt it was more difficult than normal to tighten. Plus, stripped two x20 drivers which makes us think we were over torquing.

Manufacturer narrative:
(B)(4). Two sfx torque handles (product code: 2894-10-150, lot number: gb0908) were returned to the customer quality unit (cqu) on (B)(6) 2017. The two returned torque handles featured a significant amount of superficial wear in the form of scuffed/worn anodization and surface markings. Both units were submitted for torque testing. The torque handles were subsequently submitted for disassembly. The first torque handle showed limited signs of rust and wear to the handle¿s components, but enough to potentially disrupt average use of the handle. Disassembling the second tightener revealed a significant amount of rust and wear on the sprocket ratcheting mechanism. The lubrication has mostly dried out as well. The wear and rust is more prevalent in the second handle, but both feature enough wear/rust to prevent the torque handles from ratcheting at a consistent and smaller amount of torque. The rust and wear may have accumulated over the course of the instrument¿s approximately 8-9 years in service. The DHR review identified no issues during the manufacturing and release of these devices that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque handles exerting excessive torque on the inner screws cannot be positively determined from the samples and information provided. A potential root cause may be rust and damage in combination with the advanced age of the instruments, resulting in more force than anticipated being needed in order for the tightener to ratchet. It should be indicated that work instruction (B)(4) was incorporated on (B)(6) 2013. This work instruction details the refurbishment process and minor component replacement processes which depuy spine instruments shall follow. Specifically, torque handles which have a current 12-month date etched on the handle to indicate the date of the required maintenance. No date is featured on the handle. Since this tightener has been in the field for more than 8 years, it does not fall within the threshold of depuy¿s refurbishment process per (B)(4). Autoclaving the instruments with highly alkaline detergents may have led to rust during this time as well. The handles may have also endured wear and tear over numerous uses. As there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.